Event description:
The user facility reported a 68-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The doctor noticed clots in graft before inserting abiomed peel-away introducer. The physician removed all the clots and act is therapeutic.shortly after insertion automated impella controller (aic) began to alarm ¿purge pressure high.¿ even after switching consoles the alarm continued. The staff placed new impella 5.5.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation into the high purge pressure has been completed since the original report was filed. The device was returned for investigation. Upon investigation, biomaterial was found in the purge gap. Data logs were also returned and investigated, and it shows purge pressure rising since the initiation of the pump. Also, another data log showed purge pressure at 1000mmhg. The root cause of the high purge pressure issue was most likely biomaterial found in the purge gap.